Manufacturer narrative:
The tech found the foot end brake casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates the brakes are setting but the foot end casters continue to swivel when pushed from the side.